Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.

Event description:
Patient experience report involving the aspira® product family included a report involving a male patient aged 18 years or older experienced difficulty with the ability to drain fluid.. The catheter was located in the abdomen for drainage.